Manufacturer narrative:
Images were downloaded from the customer's instrument and reviewed. The images were consistent with the reported negative results. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions on the echo when testing a patient sample with a history of antibodies. The sample contained anti-fyb. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.